Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -4.5 diopter was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged with a longer length lens due to low vault without rotation. The exchange resolved the problem. The cause of the event was reported as unknown.